Event description:
During the saphenous vein harvesting procedure, the scissors are not sliding out of the harvesting cannula properly. A second device was used to complete the procedure. No pt complications were reported. Based on the failure analysis findings, the device has a broken toggle.